Event description:
The customer reported via phone call that his transmitter did not charge properly and that the charger blinked red. The customer reported having a blood glucose value of 45 mg/dl, and treating with a soda. The customer reported not eating regularly being the reason for the low.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.